Event description:
Hamilton medical ag received the following incident description: the biomedical engineer received this ventilator from the respiratory therapist. Reason stated is "called to bedside by rn due to patient de-satting to 78-82. The ventilator failed to give tidal volume to patient." Patient was moved to a different ventilator. No harm came to the patient.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). The alarm "low vt alarms" occurred during ventilation. No technical errors were logged, indicating that the issue was related to the operator-set values and alarm limits. The event did not cause or contributed to a death or serious injury. Consequently, no harm to patient, user or third party was reported. The most possible root cause of the issue is user error. The ventilator did not fail to meet its technical specifications. Therefore, there was no malfunction with the device itself. The issue is considered a reportable event because it could potentially impact the patient safety during ventilation since the alarm "low vt alarms" indicate that the patient is not receiving optimal ventilation.

Event description:
Hamilton medical ag received the following incident description: the biomedical engineer received this ventilator from the respiratory therapist. Reason stated is "called to bedside by rn due to patient de-satting to 78-82. The ventilator failed to give tidal volume to patient." Patient was moved to a different ventilator. No harm came to the patient.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: the biomedical engineer received this ventilator from the respiratory therapist. Reason stated is "called to bedside by rn due to patient de-satting to 78-82. The ventilator failed to give tidal volume to patient." Patient was moved to a different ventilator. No harm came to the patient.